Event description:
The manufacturer received information alleging a ventilator's settings were switching automatically and the ventilator powered on without keypress activation when the device was connected to ac power. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's software was reloaded to address the automatic switching of the settings. The device's system board was replaced to address the powering on without keypress activation issue.